Event description:
It was reported that during a colon resection procedure, when the surgeon closed and fired and cut along the cutting edge, not all the staples fired or closed. The anastomosis broke down. There was some bleeding. No transfusion needed. Prolonged the surgery by 30 minutes. Case completed by hand sewing the anastomosis. There was no patient consequence reported.